Event description:
It was reported that patient faced an event of Bent cannula which caused hyperglycemia on (b)(6)2026. Insertion site was abdomen. Patient also have same issue in 3 infusion sets.

Manufacturer narrative:
MDR 3003442380-2026-60383 / Initial 1 of 3.E1:Name: TandemCountry: United Kingdom Street: 11045 ROSELLE STREETCity: SAN DIEGOState: CAZip Code:92121.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site:3003442380.